Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the mobile device was reading 400 mg/dl at time of the symptoms 5 days after the sensor was put on the arm. The patient uses non- integrated pump. Upon seeing this, the patient gave himself 33 units of fast acting insulin from his humalog pen without checking the bg. Sometime, he felt like almost losing consciousness. He called the ambulance for himself when he felt like he was almost losing consciousness. The bg reading was measured at 40 mg/dl in the emergency room (ER). While in the ER, he was treated with 2 dextrose shots, 1 hour apart from each other, the first of which was administered when he arrived, and the second, one hour after that. He was sent home after 7 hours when he was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms and when patient was already taken in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.